Event description:
It was reported the subject device had intermittent connection issues and the socket was worn out. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6 and h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: debris on pump unit air tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the user request: the device had issues with the connection due to worn-out socket slider switch intermittently failure of high intensity mode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.